Event description:
The customer reported their philips intellivue information center (piic) has frozen several times during the week. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.